Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous coronary angioplasty was being performed on a severely tortuous and mildly calcified lesion in the distal left anterior descending coronary artery. A 2.5 x 16mm promus premier select stent was successfully deployed. After a post dilatation was performed, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 2.75 x 28mm promus element plus stent was implanted proximal to the first stent, overlapping it and covering the edge dissection. The patient was stable at the end of procedure.